Event description:
It was reported that the patient had an external power disconnect at an outside facility. The log files observed multiple no external power alarms while on the mobile power unit (mpu) on (B)(6) 2022. The mpu had a v-lock connector on the ac power cord and it was unknown if the cord came loose from the wall or the back of the unit. It was also reportedly possible that there was a power outage at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm active while connected to the mobile power unit was confirmed via the submitted log file. The heartmate mobile power unit (mpu) (serial number (B)(6) was not returned; however, log files were submitted. The submitted log file contained data approximately 7 days (25feb2022 ¿ 04mar2022 per the timestamp). The log file captured a loss of external power event while connected to the mobile power unit on 25feb2022 from 08:43:28 to 08:43:31 and on 02mar2022 from 07:45:46 to 07:45:52 due to the rsoc voltage and bus voltage dropping below the expected voltage threshold. During this time, the rsoc voltage ranged from approximately 0 volts ¿ 12.6 volts and the bus voltage ranged from approximately 1.9 volts ¿ 14.7 volts. This is consistent with a potential loss of power in the patient¿s home. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit and pump speed was not affected by the alarm. Provided information stated that the serial number of the mobile power unit (mpu) is (B)(6), the mpu had a v-lock connector on the ac power cord, it is unknown if the power cord came loose at the wall outlet or the back of the unit, there were some possible power outages at the time of the event, the mpu was no exchanged, and the mpu will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis; however, a loss of power to the patient¿s home could have contributed to this event. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: mpu-39945) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.